Event description:
The outpt (B)(4) light disconnected from the down tube and fell on (B)(6) 2012. The doctor was holding the light handle as it detached and he deflected the light away from the pt. There was minimal contact with the pt and the pt received a bruise to her right upper arm. The doctor reported that he saw this pt again on (B)(6) 2012 and stated "her right upper arm has a large bruise but otherwise is okay. I think all will be fine." From the photos submitted by the complainant, (B)(6), noticed that the unit had been installed with the incorrect down tube. The doctor stated that this was the down tube that was provided with the unit and this is the only light purchased from the (B)(6). The unit had recently been uninstalled, relocated and re-installed. The unit should have been installed with a safety pin (that is usually provided with this light design) to secure the light to the down tube. The light had been held in place by only the set screw. The friction between the set screw and the down tube eventually gave and the light fell.